Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a coil embolization, bleeding occurred during the delivery of the coil into the aneurysm. The physician indicated that the cause was attributed to the weak aneurysm wall and patient comorbidities. The device performed as intended and the bleeding was reported to be related to the procedure. No additional information was reported.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risks associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during a coil embolization, bleeding occurred during the delivery of the coil into the aneurysm. The physician indicated that the cause was attributed to the weak aneurysm wall and patient comorbidities. The device performed as intended and the bleeding was reported to be related to the procedure. No additional information was reported.